Event description:
Allegedly screw broke about 2 weeks after surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Attempts are being made to have the product returned for evaluation. This report will be updated when the investigation is complete. This event occurred in another country.